Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken/damage soldering pads at the interface board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her insulin pump would not turn on. She stated the problem occurred while she was changing her clothes. The customer stated she had changed out the battery but the insulin pump still would not turn on. The customer's blood glucose was 133 mg/dl. No additional information provided.